Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings, excessive no delivery and blank display from the insulin pump. The customer's blood glucose reading was 560 mg/dl. The customer treated with the pump. The father stated that there was a black circle on the pump. The customer stated that the display was not blank for less than 30 seconds. . The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to call back if there are any problems.